Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The son of a customer reported via phone call that his mother's insulin pump alarmed failed battery test numerous times. Customer does not recall any significant events leading to the error. Customer's blood glucose was 299 mg/dl and was indicated that this value was high for the customer. Troubleshooting was done for the battery and customer received a failed battery alarm after troubleshooting. Customer was advised that a new battery cap would be provided and to monitor pump. Customer was also advised to call back if battery cap does not resolve issue.